Event description:
A malfunction was reported as the customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer was instructed to use multiple daily injections as backup therapy and to store the pump properly before returning it using a prepaid label. The customer understood and acknowledged the instructions.